Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the cassette leaked during a vitrectomy procedure. There is no known harm to the patient. Additional information was requested; however, none has been received to date. This is one of five reports for this facility.

Manufacturer narrative:
The lot complaint history was reviewed. This is the seventh complaint for the finished goods lot; however, it is the sixth complaint for this issue for this lot. The device history records shows the product was released per specifications. The reported event was of cassette leakage. However, a sample was not received. Therefore, visual inspection and functional testing of the sample could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).